Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2022 by arthroscopy: the journal of arthroscopic and related surgery titled ¿after revision hip arthroscopy, patients having either circumferential or segmental labral reconstructions for the management of irreparable labra show clinical improvement based on proper indications.¿ the study reviewed fifty-two (52) patients who underwent hip procedures to treat femoroacetabular instability using arthrex pushlock devices. Two (2) patients were documented to have undergone revisions resulting in additional surgery during the follow-up period. Ref: maldonado, d. R., et al. (2022). "After revision hip arthroscopy, patients having either circumferential or segmental labral reconstructions for the management of irreparable labra show clinical improvement based on proper indications." Arthroscopy 38(8): 2459-2469.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.